Manufacturer narrative:
Additional information: h6, h11. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. The drill failed during testing: the burr stopped spinning while the motor kept running. Upon inspection, the extension shaft was found broken and partially melted, leaving residue throughout the drill. Both bearings were completely damaged, and the slip shaft was heavily worn. The carriage and extension shaft were replaced. After repairs, all kpc and functional tests passed successfully. A complaint history review was performed by part number, and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with s a broken extension shaft which was caused by the bearings due to high residue buildup. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) real intelligence robotic drill did not work, it was not milling. The procedure was resumed, after a non-significant delay, with a manual procedure. No further complications were reported.